Event description:
An unk size driver mxii stent delivery system was inserted into a pt for the treatment of a vein graft lesion. It was reported that the physician was unable to cross the lesion; he then aggressively attempted to pull the stent delivery system into the guide catheter. When the delivery system was pulled back into the guide catheter, the stent was stripped off of the balloon. The physician attempted to insert a sprinter balloon through the stent but was unable to manoeuvre the balloon into the stent. A snare device was also attempted, unsuccessfully. The physician deployed a second stent, pressing the dislodged stent against the vessel wall, with good results. No add'l sequelae were reported and the pt is reported to be fine.